Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring urinary incontinence. Clinical evaluation suggests that the device did not inflate, possibly due to loss of pressurization or microleakage. The device remains implanted, and surgery is planned. No further patient complications have been reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of urinary incontinence, fluid leak, inflation issue, and mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion codes of unable to exclude device problem and known inherent risk of device were assigned to this investigation. Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100505137. Model/catalog description: balloon. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100462014. Model/catalog description: pump. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring urinary incontinence. Clinical evaluation suggests that the device did not inflate, possibly due to loss of pressurization or microleakage. The device remains implanted, and surgery is planned. No further patient complications have been reported.